Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: concurrent patent foramen ovale and pulmonary arteriovenous malformation etiology complex case of cryptogenic stroke b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "concurrent patent foramen ovale and pulmonary arteriovenous malformation etiology complex case of cryptogenic stroke", was reviewed. The article presented a case study of a 39-year-old patient with a history of prediabetes, hyperlipidemia, asthma, and fatty liver. The patient initially presented with syncope, a metallic taste, and transient left-sided facial numbness lasting 6 hours. Transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) revealed a patent foramen ovale (pfo) with moderate to severe right-to-left shunting. A paradoxical embolism was determined to have caused the patient to have a stroke prior to admission. The patient was started on dual antiplatelet therapy. An elective percutaneous pfo closure was planned. A 30-25mm amplatzer talisman pfo occluder was selected for implant on an unknown date. The device was implanted. One hour post-procedure the patient became nauseous and diaphoretic. The patient was hypotensive. Fluid bolus and atropine helped improve symptoms and hemodynamics. Bedside echocardiography shoed a circumferential pericardial hematoma measuring 0.6cm in diameter. Computed tomography (CT) imaging of the chest, abdomen, and pelvis demonstrated a small anterior right femoral hematoma measuring 3.6cm in diameter. Subsequently, an arteriovenous malformation in the right middle lobe of the lung was identified. The patient was transferred to the cardiovascular intensive care unit (ICU) for monitoring. The patient had indicators for cardiac tamponade on postoperative day one, which was conservatively managed and resolved by day 4. The patient was discharged one week post-procedure on colchicine for pleuritic chest pain. On an unknown date the patient underwent percutaneous pulmonary arteriovenous malformation (pavm) closure. Two 6mm amplatzer vascular plugs and a 5mm x 11cm azur cx coil were implanted successfully. Post-pavm closure, the patient has remained clinically well without recurrent stroke-like symptoms or other cardiac complaints. [The primary and corresponding author was (B)(6).